Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 3006705815-2022-15629. It was reported the patient experienced ineffective stimulation in the low back and leg after a fall at an unknown date. As a result, surgical intervention occurred wherein the both leads were explanted and replaced to address the issue.